Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 300mg/dl fasting. The customer¿s expected fasting blood glucose test result is below 140mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 11/30/2022 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Manufacturer contacted customer in a follow-up call on 21-jan-2022 to ensure the replacement product resolved the initial concern - able to establish contact with customer who stated replacement product (tests strips) resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 22-march-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause : mlc-020: user's test strip had poor storage.